Event description:
It was reported, that the video system center had no image. The issue occurred during preparation for use intended for an unspecified diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no image on serial digital interface output 1 and 2 due to a damaged printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there are no serial digital interface signals due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.